Event description:
It was reported that difficulties were encountered with the insertion and withdrawal of the device obturators on four (4), size 6.0 pdl, long pediatric tracheostomy tubes. This was detected with initial use and subsequent reuse of the devices which are removed, cleaned and reused two (2) to three (3) times a week. It was also reported that the pt experiences heavy secretions and requires suctioning every two hrs. The device labeled instructions for use indicates that "a thin film of water soluble lubricant should be applied to the tube and protruding portion of the obturator to facilitate ease of inserting..." There was one (1) pt involved with no reported pt injury or compromise. Two (2) of the four (4) size 6.0 pdl devices were returned to the MFR for ID, decontamination, analysis and investigation on 01/30/98. Device eval results are recorded on section h of this report.